Event description:
According to the reporter, the patient had a surgical procedure for bilateral inguinal hernia repair, prior to having the surgery. She never had pain, discomfort or severe swelling, after having the mesh and plugs inserted. She had been in constant pain, swelling of the vaginal area and bloating of the abdomen. She was hospitalized. She kept reporting it to the surgeon who stated that my symptoms were because of fluid build up and all symptoms would subside in a few weeks, that comment was made two years ago and she was still in excruciating pain, she has parietex mesh and plugs. The patient is alive still with serious illness/injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.